Event description:
New information received notes that the lead was reprogrammed. Patient condition is unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited episodes of over-sensed noise. No intervention was performed. There were no patient consequences.